Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a surgical issue where the implant was difficult to replace, leading to a prolonged surgery and failure of the implant. Another implant of the same size was placed successfully.